Event description:
It was reported that during prep for a rotational atherectomy treatment procedure, the burr coating peeled.the de novo target lesion was located in an unspecified vessel. While loading the 1.75mm rotalink plus burr onto a rotawire guide wire, the physician noticed the coating of the diamond tip became peeled. The procedure was completed with another of the same device. As it occurred during preparation outside of the patient, there was no patient interaction or complications and the patient status is good.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during prep for a rotational atherectomy treatment procedure, the burr coating peeled. The de novo target lesion was located in an unspecified vessel. While loading the 1.75mm rotalink plus burr onto a rotawire guide wire, the physician noticed the coating of the diamond tip became peeled. The procedure was completed with another of the same device. As it occurred during preparation outside of the patient, there was no patient interaction or complications and the patient status is good.

Manufacturer narrative:
Device evaluated by manufacturer: an initial examination of the complaint unit received revealed no issues. Functional testing including a tug test to check the integrity of the connection and a connect/disconnect test was performed and indicated no concerns. Microscopic examination of the burr revealed no issues with the diamond coating there were no scratches that exposed brass on the plated back half of the burr. Scratch test performed confirmed that the burr cutting action was acceptable. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was not confirmed. (B)(4).